Event description:
Event verbatim [preferred term], used it while wearing a metal necklace [device use error], left blisters from the necklace [blister], narrative: this is a spontaneous report from a contactable consumer. An adult female patient started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration since 2012 at an unspecified dose off and on for an unspecified indication. No lot number and expiration date were provided. Medical history included surgery in 2012. The patient's concomitant medications were not reported. The patient used thermacare 12 hour wraps after her surgery in 2012 and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26mar2017): follow-up attempts are completed. No further information is expected. Follow-up (16feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (29may2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events blister and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] left blisters from the necklace [blister], used it while wearing a metal necklace [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. An adult female patient started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration since 2012 at an unspecified dose off and on for an unspecified indication. No lot number and expiration date were provided. Medical history included surgery in 2012. The patient's concomitant medications were not reported. The patient used thermacare 12 hour wraps after her surgery in 2012 and used it while wearing a metal necklace and it left blisters from the necklace. She knew it was from the necklace and not the wrap. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Follow-up (26mar2017): follow-up attempts are completed. No further information is expected. Follow-up (16feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events blister and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events blister and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.